Event description:
Pt's daughter reported pt was in (B)(6) hospital in the critical care [emergency room] at the end of (B)(6) 2024 and pump malfunctioned. Hospital replaced pump with one of their own and did not return malfunctioning pump. Type of malfunction was not reported. It was not specified if hospital/ER visit was due to the pump malfunction or if pt was initially seen for another reason. Exact date of visit was not reported. Unknown if md is aware. No additional information available. Pump serial number and expiration date are unknown as they were not provided. Product fault did occur while in use with the pt. Unknown if the product issue caused or contributed to pt or clinical injury. The actual device is not available for investigation. The pharmacy did not replace the device (hospital replaced device). Hospital switched pt to one of their pumps. Infusion is life-sustaining. Outcome is resolved. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion set flow rate and volume delivered are unknown. Ae for veletri was reported separately. Reported to (B)(6) by: patient/caregiver.